Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and dyspnea could not be conclusively established through this evaluation. The evaluation of the submitted log files confirmed the reported low flow events, and the account indicated the root cause of these events was the patient¿s hemothorax. The controller event log file contained data from (B)(6) 2021 08:48:56 through (B)(6) 2021 10:57:09. Transient low flow fault flags were captured throughout the duration of the file, resulting in a total of 4 low flow hazard alarms on (B)(6) 2021. Most of the observed low flow events also appeared to be associated with elevated pi values ranging from 9.1-10.4. No other atypical events were captured. The lvad event log file captured low flow events on (B)(6) 2021. The controller and lvad periodic log files captured the pump operating as expected. The account reported that the patient had dyspnea and was admitted to the intensive care unit (ICU). The account communicated that the cause of the patient¿s low flow alarms was their hemothorax and bleeding, and the alarms and dyspnea resolved after a chest tube was placed. The patient was extubated after the hemothorax resolved on (B)(6) 2021. The vad operated well after the bloody drain. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had bleeding and was transferred to the hospital on the same day that patient visited a nearby ER (emergency room) due to low flow alarm and fainting. Patient was hospitalized and had blood transfusion. It was noted that bleeding came from the chest, with symptoms of dyspnea. Diagnostic testing and plan of care was not shared by the center. The device operated as expected, the low flow alarms were noted as likely to be due to the bleeding. The bleeding resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding and dyspnea could not be conclusively established through this evaluation. The evaluation of the submitted log files confirmed the reported low flow events, and the account indicated the root cause of these events was the patient¿s hemothorax. The controller event log file contained data from 03jan2021 08:48:56 through 03jan2021 10:57:09. Transient low flow fault flags were captured throughout the duration of the file, resulting in a total of 4 low flow hazard alarms on 03jan2021. Most of the observed low flow events also appeared to be associated with elevated pi values ranging from 9.1-10.4. No other atypical events were captured. The lvad event log file captured low flow events on 03jan2021. The controller and lvad periodic log files captured the pump operating as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11nov2020. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low flow alarms. The speed was adjusted as well. The low flow alarms were due to a hemothorax, the alarms resolved after chest tube instertion which was done on (B)(6) 2021. The patient was extubated after the issue was resolved, the patient's dyspnea also resolved. The device operated well after the bloody drain. No additional information was provided.